Manufacturer narrative:
Citation: une, d. Md. Twenty-year durability of the aortic hancock ii bioprosthesis in young patients: is it durable enough? European journal of cardio-thoracic surgery 46 (2014) 825¿830 doi doi:10.1093/ejcts/ezu014 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding twenty-year durability of the hancock bioprosthetic surgical valve in patients less than 60 years of age. All data were collected from multiple centers between 1982 and 2008. The study population included 304 patients, all of which were implanted with a hancock ii. The study population was predominantly male; mean age 49.2 ± 9.0 years. Serial numbers were not provided. Among all patients, 21 valve-related deaths occurred. Valve-related death was defined as ¿death caused by structural valvular deterioration, nonstructural dysfunction, valve thrombosis, embolism, bleeding event, operated valvular endocarditis, or death related to reoperation of an operated valve. Sudden, unexplained, unexpected deaths of patients with an operated valve are included as valve related mortality.¿ based on the available information, these deaths may have been attributed to medtronic product. No further details were provided regarding these death events.